Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor system test and compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Unit received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker. No motor position encoder error alarm on alarm history screen. Unable to perform the excessive no delivery alarm due to prime anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error during bolus and basal. The customer had issues with the infusion set. When she connected the reservoir to the first infusion set, insulin did not exit. The customer was able to complete the rewind sequence. The insulin pump also alarmed no delivery. She went through three infusion sets. The no delivery alarm was resolved with a complete set change. Customer's blood glucose level was over 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.